Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) exhibited low implant to implant communication, undersensing, and oversensed noise that triggered inappropriate mode switches. At follow-up on (B)(6) 2024, it was discovered the atrial leadless pacemaker (lp) continued to oversense noise that triggered inappropriate mode switches but the electrograms (egm) were missing from the lp. The ventricular lp exhibited high capture thresholds. No changes or interventions were reported. The patient was in stable condition.